Manufacturer narrative:
Section d4: UDI number corrected. Manufacturer's investigation conclusion: review of the submitted log file confirmed the reported pump stops which were consistent with suspected driveline damage. The submitted log file contained events spanning from 04dec2024 through 13jan2025, per the timestamps. The pump¿s fixed speed and low speed limit were both set to 8000 rpm. On (B)(6) 2025 at 12:39, the pump began struggling to maintain the set speed while the system controller was connected to the power module stopping several times. The pump restarted and maintained the set speed when the controller was connected to 14v batteries. The abnormal pump operation appeared to be consistent with potential driveline wire compromise. No other notable events or alarms were captured. Multiple attempts were made to obtain additional information regarding the reported event; however, no further information was provided by the account. The heartmate (hm) ii left ventricular assist system (lvas) instructions for use (IFU) and the heartmate ii patient handbook are currently available. Sections 6 and 8 of the hmii IFU, as well as sections 4 and 6 of the hmii patient handbook, provide information regarding how to care for the driveline. These documents instruct the user to check their driveline daily for signs of damage, such as cuts, holes, or tears. Additionally, these sections outline indications of driveline damage as well as the how to respond to such events, and address damage due to wear and fatigue of the driveline. The patient handbook also instructs the user to call their hospital contact right away if the driveline is damaged (or might be damaged). Section 5 of the patient handbook, ¿alarms and troubleshooting¿, and section 7 of the IFU, ¿alarms and troubleshooting¿, provides information on system alarm conditions as well as the appropriate actions associated with each condition. The patient handbook also contains a section on handling emergencies and further instructs the user to call their hospital contact if the patient thinks that, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. The serial number or other identifying information of the product was not reported and was not able to be determined during the investigation. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient was found to have short to shield. Log files contained abnormal pump stop, low speed, and low flow hazard events.

Manufacturer narrative:
Section d4: device serial number and lot number were not provided, and expiration date and manufacture date (h4) cannot be determined. The primary UDI number in d4 is reflective of all available information. No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.